Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, specifically when shooting contrast, septal intraventricular intramuscular staining was observed. The leadless implantable pulse generator (ipg) was implanted and remains in use. No patient complications have been reported as a result of this event.